Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: 2009. Revision - reason unknown.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: 2009. Revision - reason unknown.

Manufacturer narrative:
The revision reported in this experience was likely the result of the instability due to the fractured tibial spine of the all-polyethylene tibial component.

Event description:
Index surgery: 2009. Revision - reason unknown.